Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 8am. The patient stated she manages her diabetes with insulin (self adjuster); however, it is not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. Two hours after the alleged issue began, the patient claimed she "bottomed out and passed out". The patient, however, denied receiving any treatment as a result of the alleged power issue. At the time of troubleshooting, the csr verified that the battery in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the patient did not have a replacement battery available at the time of the call. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.